Event description:
It was reported that the intraocular lens (ioil) was implanted and a crack was observed. The lens was explanted and the backup lens implanted within the same surgery. The incision was enlarged when the lens was explanted. The explanted iol was discarded at the hospital due to the patient, who was reported with an infection. No further information was provided.

Manufacturer narrative:
(B)(4) - incision enlargement.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Manufacturing record review: a review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that were related to the complaint reported. The lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.